Manufacturer narrative:
Analysis of the returned thoracic probe found the tip to be severely twisted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. During the procedure, the thoracic probe tip bent. The procedure was completed with the use of another thoracic probe. The issue did not result in procedure delay. There was no impact on patient outcome. No complications were reported/anticipated.